Event description:
Information received from the field notes that the patient was in for a routine follow-up with no complaints. Measured data showed a ventricular bipolar lead impedance of <200 ohms. Unipolar impedance was 322 ohms. At implant, the impedances were in the 400s. Loss of ventricular sensing and wide variations in pacing thresholds were seen. At explant, bipolar impedance was >1990 ohms. The lead appeared to have been crushed by the clavicle and first rib.